Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was also beeping. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Device replacement was recommended. Technical services (ts) discussed to consider turning the beeper off. To date, this device remains in service. No adverse patient effects were reported.